Event description:
Complainant alleged that during the biomedical engineering department's routine testing & preventative maintenance, the device had intermittent electrocardiogram detection using a multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.